Manufacturer narrative:
B2: other - there was a delay of more than 60 minutes in the overall procedure time and additionally extension to lower vertebral body was also performed. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having a-vertebral col umn resection, anterior posterior fusion at th12-l4 due to l2 vertebral body compression.. It was reported that the cement was leaked from the near head area on both sides of the l3 screws. The head became locked with cement, and the screw was removed using a count ER. Later, the screw was reinserted after sizing up. As a result, there was a delay of more than 60 minutes in the overall procedure time and additionally extension to lower vertebral body was also performed. There were no patient symptoms reported. There were no further complications reported regarding the event.